Event description:
The customer stated that she was hospitalized for high blood glucose a few months ago and she hasn't been using the insulin pump since then. The customer stated that she got a no delivery alarm prior to the hospitalization, but she didn't call because her blood glucose levels went very high and she had to be taken to the hospital right away. The customer asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.